Manufacturer narrative:
(B)(4). The customer reported that the battery was not recognized. There was no reported patient involvement. The philips repair bench evaluated the device. No trouble was found. Philips is unable to confirm the reported malfunction. Based on the customer's reported symptom we are reporting this as a malfunction. This customer has not called back to report any further problems with this device.

Event description:
The customer reported that the battery was not recognized.